Event description:
It was reported that while performing a subacromial decompression of the shoulder the pt received a second degree burn. There were no other pt complications reported as a result of this event.

Manufacturer narrative:
Additional MFR narrative: this event occurred outside the u.s., due to international privacy laws, the pt info was not provided.